Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When the surgeon went to use drill for a acetabular screw the bit broke in half. It was not yet drilled into the bone and was visually confirmed to shear into two pieces with no metal filings present. The surgeon used the shorter drill bit and completed the case successfully.